Event description:
A literature report stated that after several cataract procedures, several patients experienced cystoid macular edema after the procedure. Additional information has been requested but none has been received.

Manufacturer narrative:
Practical medicine from 2013 / vol. 29 / no. 20. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).